Event description:
It was reported to philips that the user experienced a cable failure while the device was in use on a patient. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact as reported by the customer.